Event description:
Pt was prepped for a procedure using a siemens angiostar in interventional radiology suite. This required injecting a bolus of contrast media into the pt prior to the case. Upon initiating the procedure a power supply failed that controls digital acquisition of fluoroscopic images. Clinical engineering was called to diagnose the problem. Reporter requested that the pt receive smaller boluses of contrast media as reporter attempted to repair the problem while the pt was still in the suite. All attempts at repair were unsuccessful and the pt was subsequently transferred to another room where the case was eventually completed. Siemens offered no better than a ten day lead time to replace this power supply, however, reporter was able to obtain one through a second source contact overnight for half of the manufcturer's price tag. The new power supply was installed and the device returned to normal operation.